Event description:
Customer was admitted to the emergency room for high blood glucose. The contact informed that the basal rate in the pump was 1.0u per hour. The doctor indicated that it was supposed to be at 2.5u per hour. Troubleshooting was not performed at the time of call. Advised the contact to change the set and the reservoir.